Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip delivery system was returned and the reported sleeve steering issue was not confirmed as the steerable sleeve functioned as intended. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported sleeve steering issue appears to be related to the user technique due to the extreme curve applied on the guide by the user. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the irregular movement while steering the clip delivery system ((B)(4)), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a posterior leaflet flail and prolapse. The first clip delivery system ((B)(4)) was advanced to the mitral valve. Grasping was performed without issue; however, a better position was needed; therefore, the leaflets were released and the clip was inverted, but became stuck on the chordae. Troubleshooting was performed for 45 minutes, but the clip could not be retracted from the left ventricle. The decision was made to deploy the clip on the anterior leaflet and the posterior chordae. The mr remained at 4+, and no damage was noted. The second cds ((B)(4)) was advanced to the left atrium; however, while steering with the m-knob, the cds would steer in the opposite direction. The cds was removed and replaced. A third cds was used without issue. Two clips were implanted, reducing the mr to 3. The patient was clinically stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.